Event description:
Reporter indicated that device diagnostic testing resulted in high lead impedance reading, indicating possible device malfunction. Review of x-rays revealed an apparent generator/lead connection problem. The lead connector pins did not appear to be inserted past the generator connector block. Revision surgery is scheduled.